Event description:
During hysteroscopy, resectoscope with teflon tip and scope was inserted into uterus. During procedure, it was visualized that tip had broken off resectoscope. Same was visualized in uterine cavity with camera scope and physician located and removed with forceps. Parts evaluated and both pieces of teflon and scope appeared to match with no obvious pieces missing.